Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported a patient was on impella cp support and during support, the patient had acute changes seen on head computed tomography scan. It was stated that this was not impella related. However the cause was not specified. The patient was on impella support before the patient expired.

Manufacturer narrative:
B.2 the exact date of death is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿